Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing increased pain at the right low back. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing increased pain at the right low back. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing increased pain at the right low back. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due to the patient no longer needed the stimulator.

Event description:
A report was received that the patient was experiencing increased pain at the right low back. The patient will undergo an explant procedure.